Manufacturer narrative:
Second FDA product code listed: (B)(4). Manufacturer narrative: the reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation, and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, was being used during a robotic-assisted right lobectomy on (B)(6) 2020 when, "silicone part of the silencer was broken." The fragments were retrieved from the patient. There was no report of injury, medical intervention or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias12-100lpi in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the silicon on the sound cap is torn and there were chunks taken out. All pieces were returned. The manufacturing documents from the device history record have not been reviewed because the lot number of the device is not known. A lot number history review could not be conducted because the lot number of the device is not known. A two-year review of complaint history revealed there has been a total of 18 complaints, regarding 19 devices, for this device family and failure mode. During this same time frame 796,176 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, nx30044, advises the user that failure to properly follow the instructions for use can lead to serious surgical consequences. The IFU also advises the user that if using the sound cap, inspect the blue foam and blue seal prior to use. Use caution when inserting a sharp or large device through the cannula. Inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.